Event description:
In 2005 approximately 3 hours into treatment, the arterial line split where the line goes into the chamber, pt lost 500 cc from the external leak; blood not returned from set or dialyzer. 911 called. Pt was given 1 liter of saline thru needle; transported and admitted to hosp. Pt was alert and got on the stretcher by themself. Pt died at the hosp two days later. On admittance to the hosp, the pt complained of abdominal pain and had unk amount of red blood loss from rectum.